Event description:
It is reported that the implant package was opened during surgery in 2009, and the device was implanted, but no locking or square plate were packaged with implant. A different size 17 mm articular surface was chosen and implanted.

Manufacturer narrative:
Eval summary: no product was returned for eval. The mfg records and packaging records were reviewed, and the product was mfg and packaged according to specs. Eval: no product was returned. Product may have been accidently discarded if hung up or stuck inside package with package insert. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.